Manufacturer narrative:
H6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that there was a large amount of air in the entire length of tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set experienced air in line. Chest x-ray was performed on the patient. The following information was provided by the initial reporter: it was reported that the pump module failed to alarm for air in line during an infusion of d5nskcl 20 meq . The patient reported sudden onset of new shortness of breath and expiratory wheezing. The patient was placed on oxygen. During assessment of the patient, it was noted that there was a large amount of air in the entire length of tubing. Tubing was immediately clamped and removed from the patient. Chest xray showed low lung volumes with bibasilar atelectasis. The patient additionally received patient shortness of breath improved over the next few hours.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, dob: (B)(6) 1957 was used based on age of patient. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set experienced air in line. Chest x-ray was performed on the patient. The following information was provided by the initial reporter: it was reported that the pump module failed to alarm for air in line during an infusion of d5nskcl 20 meq . The patient reported sudden onset of new shortness of breath and expiratory wheezing. The patient was placed on oxygen. During assessment of the patient, it was noted that there was a large amount of air in the entire length of tubing. Tubing was immediately clamped and removed from the patient. Chest xray showed low lung volumes with bibasilar atelectasis. The patient additionally received patient shortness of breath improved over the next few hours.